Event description:
It was reported that via the merlin. Net low r-waves were observed. The patient presented to the clinic for further testing. The patient had no changes in health or medication. Possible t-wave oversensing causing the low r-waves. Chest x-ray to be scheduled. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.